Manufacturer narrative:
Device was used for treatment, not diagnosis. The 411 patients all with some type of rib fracture; patient's information not available for reporting. Date of event: unknown. This report is for an unknown plates: matrixrib/unknown lot. Part and lot number are unknown; UDI number is unknown. Implant & explant dates are unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4) majercik 2015.pdf]

Event description:
This report is being filed after the subsequent review of the following literature article majercik s., vijayakumar s., olsen g., wilson e., gardner s., granger s.r., van boerum d.h., white t.w. (2015) surgical stabilization of severe rib fractures decreases incidence of retained hemothorax and empyema. The american journal of surgery. 210, pp. 1112-1117. United states. The purpose of this study was to evaluate the truth behind the authors purposed hypothesize, that patients who have surgical fixation of rib fractures (ssrf) have less rh and empyema than those who have medical management of rib fractures (mmrf). The study included 411 patients all with some type of rib fracture. These patients were split into two groups depending on their treatment type, 137 of the 411 belonged to the ssrf group and the remaining 274 belonged to the mmrf group. Both groups were similar with regard to age, sex, head ais, chest ais, injury severity score, and intensive care unit and hospital length of stay. Ssrf subjects had more rib fractures than mmrf and were implanted with the matrixrib (depuy synthes, west chester, pennsylvania). It is only stated that the ssrf group were implanted with the synthes device. Three (3) patients in the ssrf group required a simple drainage procedural intervention. In addition, all ssrf subjects had tube thoracotomies placed at the time of admission due to hemothorax. It is unclear if the synthes device was present in the patient when the tube was implanted and hemothorax discovered. This complaint involves a unknown matrixrib 1 for 3 patients requiring a simple drainage procedure and 137 patients having hemothorax. This is report 1 of 1 for (B)(4).